Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: patient states they did not prime pump, but the pump primed into patient without any prompting. Customer support review of pump history showed a prime of 165.9 units at 10:30 am. The patient was transported to hospital via emergency services and treated with glucagon, glucose tablets, IV glucose, IV fluids, and food/drink. When measured after convulsions subsided, blood glucose was 28 mg/dl to 30's mg/dl. Patient has lost confidence in the pump. This complaint is being reported due to the allegation that the pump primed without patient intervention, causing the patient to experience hypoglycemia.